Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous DHR review was conducted for (B)(4) against the provided smartset gmv 40g us eo product code 545050501, lot 8068693 combination. A device history record (DHR) review per (B)(4) found two unrelated non conformances on this batch. Micro and sterility tests passed.

Manufacturer narrative:
Product complaint # ==> (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2015 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. On (B)(6) 2021 the patient had a revision to address aseptic loosening of left total knee arthroplasty. Prior to surgery the patient was reported to have had pain. Infection was ruled out. During the procedure the tibial tray was noted to be loose at the cement/implant interface. The insert and femoral component were also revised with no allegation of deficiency. No mention of revising the patella. Competitor components were implanted during this procedure. Doi: (B)(6) 2015 dor: (B)(6) 2021 (left knee).